Manufacturer narrative:
(B)(4). Date sent: 4/16/2024. D4: batch # 346c89. Investigation summary. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlc75 device was not returned, only a tcr75 reload was received with no apparent damage. The reload had the proximal 5 drivers up and 11 staples were noted to be missing scattered along the staple line. In addition, the swing tab was in the locked position. No functional test was performed in order to preserve evidence. It is possible that improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that 100% inspection is performed by means of an automated vision system to ensure staples presence; the swing tab is present and unlocked. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 346c89, and no non-conformances were identified.

Event description:
It was reported that during an unknow procedure, the device did not work when triggered. No patient consequence reported.